Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and it was not possible to interrogate the device. Additionally, the device was not pacing, and the atrial lead exhibited low impedances and high thresholds while in bipolar configuration. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.